Event description:
While connected to a patient the unit gave the following error, failure 302:435:118:0005. The user was unable to take out the administration set. The reporter released the administration set by using the manual tube release knob. No patient injury or medical intervention reported. Confirmed by the customer.

Manufacturer narrative:
The device has been received by the repair center; however, the evaluation has not been completed. A follow-up medwatch will be completed upon receipt of the evaluation.